Event description:
It was reported that during the implant procedure when the helix was revolved the ventricular lead exhibited unacceptable thresholds; the lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomalies were found.